Event description:
Patient reported she is currently admitted in the hospital since (B)(6) 2026 for infection in the hickman line. Patient stated the hickman line was removed as a result and currently getting remodulin via pic line in the arm. Patient confirmed infection has been resolved. Patient mentioned she is still on remodulin and the plan is to transition to orenitram whenever prescription is approved. No further information, details or dates provided. IV remodulin patient via cadd solis pump.